Event description:
It was reported that the patient's right l1 lead had migrated, causing ineffective therapy. As a result, the patient underwent surgical intervention on (B)(6) 2022 during which a new lead implanted since the migrated lead could not be repositioned.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 7672421. Common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 7672421.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.